Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to the pump font being too small for the customer, the customer entered and delivered an inaccurate bolus amount. Customer's blood glucose was 120 mg/dl. Reportedly. The customer ate food to cover for the delivered bolus.